Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/28/2016 that the patient experienced a skin reaction. Patient's father reported that the patient began having reactions to the dexcom system in (B)(6) 2015. Reactions were described as red and looking like burns and were located under the sensor adhesive. Patient also experienced scarring. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.